Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed critical pump error. Customer's blood glucose was 167 mg/dl. The insulin pump display a big red x on the display. The device was not dropped or bumped. Customer stated there was not other alarm that occurred prior to the critical pump error alarm. Customer was advised to return the device. The insulin pump is returning for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and a pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.